Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions (B)(4)) and the importer (niti surgical solutions (B)(4)), as niti surgical solutions (B)(4) serves as the designated complaint handling unit for both facilities. The device was not available for eval, however, the device's production history files were reviewed and found to be in order, indicating that the device was released pursuant to the product specs. According to the surgeon, not having a diversion was not ideal in this case. Anastomotic leakage is one of the most common complications of colorectal surgeries and therefore, is considered to be an anticipated event with anastomotic devices. The current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.

Event description:
A pt with a stricture and chronic diverticulitis with no active infection underwent resection. Since the case was urgent no bowel preparation was done. The pt received an on table lavage. Due to pt reference no diversion was created. The pt had ileus with some post operative fever which resolved. The pt was re-admitted to the hospital on (B)(6) 2009 due to complaint of discomfort, abdominal pain, fever, and chills. A CT with contrast showed thickening of the bowel wall but no signs of leak. She received antibiotics and got better. The pt re-admitted several weeks later. A CT showed a contained leak with dye running in and out. She was taken to the operating room where a flex sigmoidoscopy showed 3/4 disruption and inflammation. A hartman procedure was done with end colostomy and the pt recovered well.